Event description:
During a cardiac catheterization, the balloon was inflated at 18 atmospheres, but the balloon would not deflate. After eight minutes of trying to get the balloon deflated so as to remove it, the balloon inflation was increased to 20 atmospheres, multiple times, and the balloon ruptured. The balloon was then able to be removed. There were no adverse problems for the patient. Patient remained hemodynamically stable.====================== manufacturer response for coronary balloon catheter, sprinter legend otw 1.25 mm x 15mm: will release to manufacturer upon their request.